Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the root cause of the ins getting hot and patient receiving a sudden shock was unknown. It was indicated that they have conducted all checks recommended by technical services and all connections and impedances were with in normal limits. It was indicated that per patient services recommendation, the patient was referred back to their pain doctor to address the issue. The rep was unsure if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported the pain management physician did not find any indication of this, or a possible reason. While unresolved in terms of what the patient is reporting, we have yet to find a reason or resolution from a medical or device standpoint.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was caller stated the pt's ins was getting hot, and not when pt was charging. Caller said ins would be charged 70% and pt would be walking around when all of a sudden the ins would get hot to where ins was hurting pt's back and stomach, and would all of a sudden shock pt as well. Caller said the issue had been happening progressively more. Caller also said a few weeks ago the therapy wasn't working like before as caller had to increase stim higher now. Caller said they used to have pt on "46" (which would sometimes be too high) but now they could turn up to "54" and that still wasn't high enough. Caller denied pt having any falls and said they met with a manufacturer representative (rep) and rep checked pt's system and settings but said nothing was wrong with the system setup itself. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Caller wasn't sure who to follow up with.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep called in regarding this case, and reports the pt was confused on the instructions they received from patient services (ps) during previous call. Rep reports the pt¿s ins warms up while charging, which the rep reported was normal to a degree, also the ins will get warm to where her skin is hot while they are sitting around. Rep also reports the pt may have had their rtm replaced in the past. Rep reports pt is getting a shocking sensation every 3-4 days, but denied that there was a pattern to it, as the pt was moving, but it happens randomly. Rep also confirmed that impedances and all connections looked normal to them, and the pt does not use adaptivestim. Technical services (ts) reviewed recommendations from ps to meet with the managing physician, as well as advised rep to look at impedances with referenced electrodes that are used in programming. Ts reviewed possible pt weight gain/loss, ins movement, patterns associated with the shocking, or falls could lead to unwanted stimulation. See rtg0423389 for case regarding warming of the ins while charging.